Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided information on how to reset the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and was instructed to call back if the malfunction code appears again. The caller acknowledged and understood the instructions.